Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Cause of event cannot be determined. Analysis: the device was reportedly sent to the hospital pathology department for analysis. To date, the pathology results are not known. Conclusion: as described in the literature, possible causes for pannus formation include fabric damage, local flow conditions, inadequate anticoagulation, foreign body reaction, ethnic differences in fibroblast activity, and possible implant technique factors. To date, there is no indication that the design of this valve predisposes it to higher incidence of pannus overgrowth.

Event description:
Medtronic received information that a patient with known moderate to severe pannus formation and increasing gradients expired in 2007 while waiting to have a valve replacement performed. The device had been in service for approximately 13 years. It was reported that an autopsy had been performed, and the valve has been sent to the hospital's pathology department. It is not known at this time if the valve will be returned for analysis.